Event description:
The customer reported that while trying to do the circuit calibration/performance check he has seen the unit dump pressure and stop oscillating several times. No pt involvement.

Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and replaced the alarm board. Performed ventilator testing and unit meets factory specifications.